Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and a second patient sample tested with cobas integra glucose hk gen. 3 on a cobas 6000 c (501) module. The first patient sample initially resulted in a na value of 170 mmol/l with a data flag. The initial value was critically high and failed a laboratory delta check, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a na value of 143 mmol/l. The repeat value was deemed correct. The second patient sample initially resulted in a glucose value of 40 mg/dl with a data flag. The initial value was critically low and failed a laboratory delta check, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a glucose value of 94 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The glucose reagent lot number was 77896201, with an expiration date of 30-apr-2025. The customer stated that control recovery was acceptable. The sample centrifugation time was shorter and the speed was faster than recommended by the tube manufacturer. The field service engineer determined there was an issue with the rinse vacuum tubing and a water check valve. Vacuum lines to the rinse head were replaced. A valve was found clogged, so it was decontaminated and flushed. Water was restored to the cuvettes. A broken spring holder on a cell wash nozzle was replaced. Another vacuum line to a detergent solution was replaced. The sample probe volume was checked. The rinse head levels and pump pressures were ok. An ise check and precision studies were performed. The investigation determined the service actions resolved the issue.